Event description:
It was reported that the insulin pump alarmed button after patient came out of the hospital for diabetes ketoacidosis. Customer's blood glucose was 464 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
It was reported that the customer was readmitted to the hospital after going into diabetic ketoacidosis again, for the second time in two days. The doctor had not called or given the customer a back up plan. The insulin pump was replaced.